Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported blood glucose results of 300 mg/dl on aviva meter 1, 120 mg/dl on aviva meter 2 within 10 minutes. Customer used the same vial of test strips in both meters. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired.